Manufacturer narrative:
It was reported that there was residue inside the tubing. One sample model mz5304 was returned for investigation. The set was examined for defects and abnormalities. Blood was seen inside the maxzero connector and an unknown substance was seen within the tubing. No defects or abnormalities were observed. The customer complaint was verified and a notification was sent to the supplier and manufacturer. The tubing supplier and the manufacturing plant both confirmed that there isnt a substance that can adhere to the tubing in their process. Therefore, the root cause is unknown. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
No additional info.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse pressure rated extension set with needleless connector had foreign matter with in the pathway the following information was received by the initial reporter with the following verbatim: a concern regarding 1ea bd max zero ext set #mz5304, lot # unknown, incident date: 4/23/24, was brought to my attention. There appears to be some sort of foreign residue inside the ext. Set & it is not known whether this was present before use or if it was the result of the drugs that were administered (I have a listing of the drugs if needed). Product is available for return (it is contaminated and in a biohazard bag). We request an evaluation be conducted and a written resolution to the problem once the evaluation is complete.